Event description:
It was reported to philips that the azurion system did not started. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not starting.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use and the patient was undergoing diagnosis treatment. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system didn¿t start. The review of the logfiles showed x-ray-pc related issues. Upon troubleshooting, rse found that the suite pc was not booting. It was responsible for reloading the software. The field service engineer (fse) visited onsite and performed troubleshooting where the hard disk and software was ordered and replaced but it didn't resolve the issue as the system initialized incorrectly. It was proposed to change the suite pc, tsm, x-ray pc and hard disks. The defective parts were returned for analysis, for x-ray pc the malfunction can be confirmed, and the cause was faulty ram memory and hdd bay slot 1, for suite pc the malfunction cannot be confirmed as there were no failures observed. However, to resolve the issue fse replaced the suite pc, x-ray pc and hard disk. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.